Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing no system errors occurred. A review of the event history log revealed system error 322 messages and no occurrences of system error 321, therefore the reported 'link switch error' was determined to be a system error 322 (link switch error low). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 322 alarm. The cause of the condition was determined to be a failing lower auxiliary. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a link switch error issue (the associated system error was not specified) during an unspecified process step. There was no patient involvement. No additional information is available.